Manufacturer narrative:
The involved device has not been returned to the user facility for evaluation and the production lot number and product code is not known. Therefore, a meaningful evaluation of retention samples, device history records and complaint files could not be conducted. There is no evidence that this event was related to a device defect or malfunction. Based on the available information, the definitive cause of this complaint cannot be determined. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following; "check the progress of hemostasis and adjust the air pressure of the balloon with the tr band inflator or tr band air volume regulator accordingly." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actural device not returned

Event description:
The user facility reported air leakage in the tr band device. Follow up communication with the user facility confirmed the following information: the customer applied 17cc to the actual sample and decremented by 2cc; soon bleeding occurred, amount is unknown; and the patient was not harmed.